Event description:
Meter name: one touch basic enhanced. Strip name: lifescan. Meter code: 8. Strip code: 6. Strip storage: unknown. Symptoms: no symptoms. A patient reported they called the doctor and were seen in ER. Their meter allegedly was inaccurately low. The result on their meter was 27 mg/dl. The result from ER was 271 (unit unknown). The time difference between patient's meter and ER was unknown. Treatment was not administered. Patient had meter coded incorrectly. No further information has been reported.